Manufacturer narrative:
Conclusion: based on inspection and test results, the returned product has been found to be within specification. Therefore, the implant failure is most likely due to causes other than the product such as surgical mistake, patient oral hygiene, or patient behavior.

Event description:
Product was returned as an implant failure because of pain and infection. Based on the report, the patient had good oral hygiene and good bone condition. The fixture was placed with a one stage surgery in tooth location #30. Bone material was used. The doctor indicated that the device was not received damaged or defective such that it would not perform as intended. The patient outcome was recovered without any complications.